Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024 . Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with unspecified mentor saline breast implants. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2024 .

Manufacturer narrative:
On july 09, 2024, mentor received the device for evaluation as well as additional information. Date of explant was updated to (B)(6) 2024. The patient's prosthesis was identified as a smooth saline device. D4: UDI: as all the device characteristics are unknown at this time, the UDI is currently not available. On july 12, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the saline implant smooth 325cc returned device. Leak testing was performed in accordance with mentor procedures and a tear was found within the patch of the saline implant smooth 325cc breast implant. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(6).